Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Both devices were received and evaluated. The event was confirmed during testing on both of the devices. One reported device was found to have a non-stryker repair. One reported device was found to have a contaminated trigger. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the devices exhibited unintended activation or the device was not able to be placed into safe mode, which could potentially cause unintended activation. There was no patient involvement; no patient impact.